Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.hamilton medical ag complaint number: cer (B)(4) follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h5, h11.

Event description:
The following was reported to hamilton medical ag: summary: when the hospital staff turned on the c6, the screen remained black and the alarm continued to sound. He therefore pressed and held the switch on the back to turn off the c6 and then unplugged and plugged in the monitor cable. When he turned the c6 power on again, the c6 started up normally.

Event description:
The following was reported to hamilton medical ag: summary: when the hospital staff turned on the c6, the screen remained black and the alarm continued to sound. He therefore pressed and held the switch on the back to turn off the c6 and then unplugged and plugged in the monitor cable. When he turned the c6 power on again, the c6 started up normally.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.